Event description:
It was reported to boston scientific corporation that a mantis clip device was used during a colonoscopy procedure performed on (B)(6) 2023. During the procedure, the clip was able to grasp and lock onto tissue; however, the clip could not detach from the catheter to deploy. The clip was removed using a rat tooth forceps. The procedure was completed with another mantis clip device. It was reported that due to the removal of the defective clip, the patient experienced minor bleeding. The patient is expected to fully recover.

Manufacturer narrative:
Block h6: imdrf impact code f2301 captures the reportable event of additional device required. Imdrf device code a15 captures the reportable event of will not release from the catheter.